Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported an occlusion alarm occurred. Reportedly, the current supplies had been in use for over 3 days. A new cartridge was loaded and the pump performed as intended. Reportedly, the pump may have been exposed to an abrupt temperature change just prior to the occlusion alarm occurring. Tandem technical support shipped the customer a case for the pump to prevent temperature changes. Additionally, it was reported the customer experienced a low blood glucose (bg) level of 69mg/dl. Carbohydrates were consumed to address the bg level. Recommendation was made to consult with their health care provider to discuss diabetes management.